Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the infusion set needle was bent on (B)(6) 2025 after insertion. Blood glucose level at the time of event was high and patient took multiple daily injections (mdi). No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011310, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011310 was manufactured according to the work instruction (wi) version 100 and manufactured in the line m14on 45685, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4m03216 was manufactured according to the wi version 37 and manufactured in the line l3, on 22-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4m03217 was manufactured according to the wi version 37 and manufactured in the machine l3, on 23-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4m03218 was manufactured according to the wi version 37 and manufactured in the machine l3, on 25-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4m03219 was manufactured according to the wi version 37 and manufactured in the machine l3, on 26-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5a03997 was manufactured according to the wi version 37 and manufactured in the machine l3, on 27-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.